Event description:
The customer reported that the battery was burned. The field engineer noted that the system would not perform fluoroscopy x-ray and displayed a precharge voltage error. This error will likely prevent the system from booting. There was not pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was ordered. No conclusion can be drawn as repair info is unavailable.